Event description:
Revision surgery - due to patient fell and opened the wound, irrigation & debridement with a poly swap done.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2020-00094; 343-10-710, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.